Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a handpiece. It was reported that the handpiece sheath was coming off of the tip of the blade which cause a deviation. A different handpiece was used to complete the case. There was no impact to patient outcome. Half hour delay to case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a handpiece. It was reported that the handpiece sheath was coming off of the tip of the blade which cause a deviation. A different handpiece was used to complete the case. There was no impact to patient outcome. Half hour delay to case.